Event description:
It was reported that the customer's insulin pump was moisture damaged. The customer's blood glucose level was 300 mg/dl. The customer stated she got caught in the rain and the insulin pump got wet. The insulin pump would not power on and had fluid under the lcd display. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
The unit was received with a cracked case at the display window corners, a cracked reservoir tube lip, and cracked battery tube threads. The unit was received with minor scratched lcd window. Traces of corrosion were found at the electronic and motor assemblies per visual inspection. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).